Manufacturer narrative:
Product reservoir flat iz 100 ml, upn: 720185-01, lot/ serial number: (B)(4).

Event description:
It was reported that due to a swollen scrotum from an infection the patient had his inflatable penile prosthesis (ipp) explanted. The infection started in (B)(6) 2020. The physician was unsuccessful in treating the infection. There were no device performance issues.